Manufacturer narrative:
The bed came back down drifting fast. Asked him to replace the CPR valve. Replaced the CPR valve to repair this bed and resolve this issue. Bed located in bed shop.

Event description:
Complaint received that the head section was drifting back down. Fast drift, no injury.